Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced rapid battery depletion of the implantable neurostimulator, with the charge dropping from 100% to 40% overnight. The initial recharger was sometimes displaying a red light, indicating a malfunction. After receiving a replacement recharger, it was unable to connect to the device and immediately displayed a red light each time it was used. The patient has a follow up appointment with their healthcare provider (hcp). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient ended up without stimulation during a car journey. Afterwards, the patient fully charged, although apparently that took longer than usual despite the "excellent connection" on screen. However, when the patient woke up this morning, they only had 40% battery left. The rep suggested the patient do a reset of the charger, and then they told the rep that they actually already had two chargers at home. The first one regularly lit up red so they got a new one sent, but with that new charger they can't even connect and the light immediately turns red. The rep then said that it might be better to contact a doctor and have both the charger and the ins checked. The patient has an appointment next week, july 15 at 11:30 a.m. In leuven.